Event description:
Medtronic received info that the pt with this bioprosthetic conduit valve expired 4 months and 3 weeks post implant. An autopsy was performed, which demonstrated a small lumen due to thrombus within the conduit. The health care professional reported the death to be non-device related, and there have been no allegations made regarding the performance of this product. The valve will not be returned for analysis.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: without product return, analysis is limited to review of the device history record, which shows that this product met spec when released for distribution. Conclusion: no definitive conclusions can be drawn regarding the performance of this product, as the device was not returned for analysis. The patient's death was reported to be non device related, and the customer was not dissatisfied with the identity, quality, durability, reliability, safety, effectiveness, or performance of the product. Thrombus formation is a known potential failure mode for bioprosthetic valves. Medtronic continues to monitor field performance to detect changes in the rate of occurrence for this clinical observation.